Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was returned for investigation without its original packaging inside a ziploc bag. Visual inspection was performed at 12 inches under normal conditions of illumination to look for any damage. The inspection revealed that the flange was broken. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator determined that the most probable root cause of the product problem was that the damage occurred after the product left the manufacturing facility. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the flange had torn where it connects to the tube. It was reported the patient required an emergency tracheostomy tube change out. It was also reported that no medical attention was needed. No further adverse effects reported.